Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier. High, out of range, pacing lead impedance and noise were noted. Noise was reproduced in-clinic with arm movement. The sense/pace portion of the lead was capped and a previously implanted, abandoned left ventricular lead was reused. The defib portion of the lead remains active. Dft testing was performed successfully.